Event description:
Customer reported the system is displaying a low ma error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the ma null voltage to within specifications. System operates as intended.